Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) through another manufacturer's catheter, towards the right iia and then attempted to advance a pc400 coil through the px slim. While advancing the pc400 coil through the px slim, the physician encountered resistance and had difficulty advancing the coil further. Therefore, the physician attempted to remove the coil but also encountered resistance. While the pc400 coil was being retracted from the px slim, it unintentionally detached within the px slim. The px slim containing the detached coil was removed from the patient and the coil was then removed from the px slim. Next, the physician reinserted the same px slim into the patient and successfully advanced a new pc400 coil through the px slim. However, this pc400 coil was not the appropriate size for the aneurysm and was then removed. Thereafter, the procedure was completed using another manufacturer¿s coils and the same px slim. There was no report of an adverse effect to the patient.